Manufacturer narrative:
Pump passed displacement test, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No cosmetic damage noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump may not be delivering insulin properly. Customer reported having a blood glucose level of 400 mg/dl the day before the call. The customer reported bolusing, but her blood glucose level remained high until she treated using another insulin pump. The customer stated that then her blood glucose level dropped quickly. Customer declined troubleshooting and requested that the insulin pump be replaced. The insulin pump was replaced and the original device was returned for analysis.